Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged on the inpen doses are not logging accurately and the application was recording doses that are less than what was delivered. The customer reported no adverse event. The event involved product(s) mmt-105elpkna. Troubleshooting was performed and found that the intended dose amount and dose amount recorded in the inpen app (logbook or home screen) was not greater than 1.0 unit. During a test, 5-unit doses were not accurately recorded. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. Mmt-105elpkna was requested, and customer response was the device will be returned.